Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('dealt with pain/I cried out in horrible pain. It didn't go away till after my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer surgery. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("the moment he placed right coil I jumped of the table"), headache ("headaches") and back pain ("back pain") and was found to have weight increased ("I gained 40 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, headache, back pain and weight increased outcome was unknown. The reporter considered back pain, headache, pelvic pain, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('dealt with pain/I cried out in horrible pain. It didn't go away till after my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer surgery. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("the moment he placed right coil I jumped of the table"), headache ("headches") and back pain ("back pain") and was found to have weight increased ("I gained 40 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, headache, back pain and weight increased outcome was unknown. The reporter considered back pain, headache, pelvic pain, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event I gained 40 lbs. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('dealt with pain/I cried out in horrible pain. It didn't go away till after my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer surgery. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("the moment he placed right coil I jumped of the table"), headache ("headches") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural pain, headache and back pain outcome was unknown. The reporter considered back pain, headache, pelvic pain and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.